Event description:
It was reported that a user¿s dexcom g7 continuous glucose monitor (cgm) paired with the dexcom mobile app but failed to pair with the ilet bionic pancreas, and the user was guided to disable phone bluetooth temporarily, toggle ilet cgm settings, and reenter the cgm pairing code, with education provided that pairing and to call back if unsuccessful. No clinical signs, symptoms, or conditions were reported. Outcomes included no impact to health and no medical intervention. User support included troubleshooting and education. Investigation of this case revealed a pairing failure limited to the ilet interface without alerts or alarms, consistent with a connectivity or configuration issue; no device component damage or malfunction was identified during remote support. It was concluded, based on previously established findings for similar reports, that the cause was likely user interface or setup related.